Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject scope was shipped in accordance with specifications via DHR. Per instructions for use: (1) no endoscopic image displayed, the image interrupted and (2) abnormal color in the endoscopic image. Regarding the videoscope and the camera head, the following are described in the instruction manual: videoscope: while holding the video system center with one hand, push the video plug into the video connector socket of the instrument until it clicks. Confirm that the ¿up¿ mark points upwards. Camera head: while holding the video system center with one hand, push the video plug of the camera head into the video connector socket of the instrument until it clicks. Confirm that the ¿up¿ mark points upwards. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause is suspected as a possibility may have been caused by user's handling or long-term use of the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found dents on the front panel. Additional testing found that the camera port was loose and also identified worn contact pins inside the video connector. The device testing also confirmed that the video blinks back and forth and produces rainbow bars and droops as reported by the customer. The device was serviced and returned back to the user facility.

Event description:
The customer reported that during a therapeutic systoscopy procedure the scope was plugged in they were not receiving an image. The customer reported there was no patient injury and that the procedure was completed with another device.